Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during the load process. Reportedly, the user cannot remember if they removed the cartridge during pumping prior to initiating the load sequence. The past alarms did not impact the user's blood glucose (bg) level. However, the user's bg level for the most recent alarm was 490 mg/dl. The user addressed bg level with a bolus via the pump. The user successfully loaded a new cartridge and resumed insulin delivery.